Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited post-paced t-wave oversensing which caused pacing inhibition and inappropriate automatic mode switch (ams). No intervention was performed. Patient had no consequences.